Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. The patient subsequently underwent skin revision surgery (specific date not reported) in order to remove the abutment.